Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) had a strange noise during drive check. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field e1 (event site telephone). A getinge field service engineer (fse) replaced the manifold drive (k7). Drive test performed- results were good. The failure analysis and testing department received the following part associated with this complaint: asco drive manifold assy. This part was received with a reported unit failure message of ¿abnormal noise heard during check.¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. The drive manifold assy, was installed into the cardiosave test fixture sn: (B)(6) and tested per the cardiosave service manual pn: 0070-00-0639 revision r. The fat department performed standard functional tests and could not replicate the failure message of abnormal noise. Drive manifold assy, passed testing. The drive manifold assy, will be retained in the fat department per procedure 0002-07-d008 rev au.